Event description:
Customer questioning why AED did not deliver a shock. At this time no information has been made available for patient outcome.

Manufacturer narrative:
(B)(4). Device evaluation pending. Report is being submitted as it cannot be determined at this time whether issue meets the criteria of 21 cfr 803.